Event description:
While operating, the surgeon noted that the cautery had quit working. When he investigated why it was no longer working, it was discovered that the cord was burned in two pieces. The cord was not in the drapes. It was off the field and closer to the cautery unit receptible. No injury occurred to patient or staff. The unit tested fine. No problems found.